Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient underwent the primary tha surgery using accolade tmzf with adept was performed approx. 7 years ago because of the femoral head necrosis after the osteosynthesis. After the surgery, the patient has complained pain and armd due to metal on metal is suspected by x-rays. The revision surgery is not determined.

Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed. Device evaluation and results: a visual inspection was performed by a material analysis engineer noted the following; [...]the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Adhered debris being observed. A material analysis was performed on the returned device which concluded; [...] Debris was observed on the trunnion of the stem. Eds showed the stem was consistent with astm f1813 and the debris was consistent with a corrosion process, biological material and material transfer from the stem. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted the following; all-in-all appears armd indeed the most likely diagnosis but some uncertainties need to be excluded. From the procedure-related aspect there is not much to criticize, component position appears fairly adequate (with the comment on lateral x-rays). Also otherwise no clear other contributing factors are evident from the available information. Body weight is a bit elevated (bmi = 34) but not to a degree that this might be a principal problem. This case needs more work-up for final diagnosis although armd remains the most likely diagnosis but without currently evident procedure-related or patient-related factors. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided x-rays by a clinical consultant concluded [...] Body weight is a bit elevated (bmi = 34) but not to a degree that this might be a principal problem. This case needs more work-up for final diagnosis although armd remains the most likely diagnosis but without currently evident procedure-related or patient-related factors. Further information such as patient demographics, primary & revision operative reports and past/clinical medical history are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The patient underwent the primary tha surgery using accolade tmzf with adept was performed approx. 7 years ago because of the femoral head necrosis after the osteosynthesis. After the surgery, the patient has complained pain and armd due to metal on metal is suspected by x-rays. The revision surgery is not determined.